Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip broke probable root cause: deformed cutter teeth. Incorrect gap between cutter/housing no/minimal clearance between cutter and housing. Excessive runout. Excessive wear/gall. Incorrect diamond grit size/ type. Inadequate coating process. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported that the tip broke during the procedure. The tip was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke during the procedure. The tip was retrieved.